Event description:
This patient performed well with her cochlear implant for eight years.about one month ago, she began experiencing intermittency. Device intermittency was confirmed with eabr. Explantation/reimplantable surgery was scheduled for 2004. The healthcare professional was informed that the explanted device should be returned to cochlear.